Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown liner. The unknown head and unknown sleeve was also listed in this report. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Manufacturer narrative:
Device information was received for unknown head and unknown sleeve and added to this report along with additional devices: delta c-taper head 32mm -2.5; cat# 18-32-3;lot# 25853301. Ti sleeve for alumina head 1n7mme; cat# 17-0000e; lot# 1n7mme. Trident psl ha cluster 50mm; cat# 542-11-50e; lot# re3mme. 6.5 cancellous bone screw 20mm; cat# 2030-6520-1; lot# mepxny. Accolade plus tmzf hip stem #2; cat# 6021-0230; lot# 27178602. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. An event regarding revision involving a trident liner was reported. The event was not confirmed. Device history review: the reported device was accepted into final stock with no reported discrepancies. Complaint history review: review not performed as a reason for revision was not provided. Conclusions: the exact cause of the event could not be determined because further information such as pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause.

Event description:
It was reported that revision of trident liner and c-taper biolox head and ti sleeve. Inserted a 36mm biolox head and ti sleeve and a 36 trident liner, elevated.

Event description:
It was reported that revision of trident liner and c-taper biolox head and ti sleeve. Inserted a 36mm biolox head and ti sleeve and a 36 trident liner, elevated.